Event description:
This is filed to report partial clip movement, recurrent mitral regurgitation, prolonged hospitalization, and medical intervention. It was reported that the first mitraclip procedure was performed on (B)(6) 2021, to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted prolapse posterior. The clip delivery system (cds) was advanced to the mitral valve, and the clip was deployed, reducing mr to 1. On (B)(6) 2021 during follow up, it was discovered that mr increased to 4. Imaging showed that the quantity of posterior leaflet was smaller indicating that the clip possibly moved. The patient was re-admitted. On (B)(6) 2021, the patient underwent a second mitraclip procedure. The first clip delivery system (cds) was advanced to the mitral valve; however, the anterior leaflet became stuck on the gripper. The clip could not be removed; however, since the clip successfully grasped both leaflets and mr was reduced, the procedure continued and the clip was deployed without issue. One clip was implanted, reducing mr to 2+. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the available information, the reported migration appears to be due to challenging patient anatomy. Additionally, the reported mitral regurgitation (mr) was cascading event of clip migration. However, the reported patient effect of mr is listed in the instructions for use as a known possible complication associated with mitraclip procedures. Lastly, the reported medical intervention and hospitalization was a result of case-specific circumstances there is no indication of a product issue with respect to manufacture, design, or labeling. The additional device implanted in the second procedure referenced is filed under a separate medwatch report number.